Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl.